Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. Date of follow-up report: (B)(6) 2016. One used ls1020 ligasure device was received for evaluation. Visual inspection of the returned device found a staple wedged within the jaws, preventing the jaws from closing and sealing properly. When the staple was removed, the device functioned normally and within specifications. The device was activated on porcine tissue, and multiple seals on vessels of various sizes were made. All seals were within specifications and end tones heard each time indicating completed cycles. Review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this complaint. This issue is attributed to mishandling by the user, where the device was used to seal tissue that contained a staple. The IFU included with this product warns users not to attempt to seal over clips or staples.

Manufacturer narrative:
(B)(4). Date of initial report: 01/14/2016. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the device would not open after activation. The customer also reported that the sealing tone was heard, but the device did not seal the tissue. The jaws were opened forcibly and another device was used to complete the procedure. No patient injury occurred.